Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was notified of the following event via the paper (B)(6). It was reported that in 2017 a valve-in-valve (viv) procedure was performed on a patient in aortic position, in which a perceval pvs23 was previously implanted in 2012. In 2017, the patient was admitted to the hospital with worsening dyspnea on exertion. Results from the echo highlighted a prosthesis degeneration (mean gradient of 36mmhg, eoa of 0.41cm^2 and a moderate/severe intra-prosthetic regurgitation and degeneration of the flaps). The multidetector CT (mdct) showed a valve deformation in correspondence of the right coronary sinus. The patient received a viv procedure with a 26 mm evolut rtm (medtronic, (B)(4) USA). It is discussed that the mechanism determining the valve dysfunction was most likely related to prosthetic oversizing.

Event description:
The manufacturer was notified of the following event via the paper " impianto transcatetere di valvola aortica in paziente con bioprotesi aortica sutureless degenerata: descrizione di un caso e revisione della letteratura" - authors: corrado lettieri et al. On (B)(6) 2012, the patient received a perceval pvs23 as part of the native aortic valve replacement. In 2017 (exact date unknown), the patient was admitted to the hospital with worsening dyspnea on exertion. Results from the echo highlighted a prosthesis degeneration (mean gradient of 36mmhg, eoa of 0.41cm^2 and a moderate/severe intra-prosthetic regurgitation and degeneration of the flaps). The multidetector CT (mdct) showed a valve deformation in correspondence of the right coronary sinus. The patient received a viv procedure with a 26 mm evolut rtm (B)(4). It is discussed that the mechanism determining the valve dysfunction was most likely related to prosthetic oversizing. Based on the additional information received by the surgeon, the patient¿s native annulus diameter measured at the time of the perceval implant with pre-operative echo was 20mm. No specific anomalies in the patient¿s anatomy were reported.

Manufacturer narrative:
A complete manufacturing and material records review for the perceval sn (B)(4) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted, further investigation could not be performed and it is not possible to establish with certainty the root cause of the observed deformation. However, based on the site¿s assessment and the comparison between the patient¿s native annulus (20mm) and the perceval pvs23 aortic annulus diameter (21-23mm), the event is believed to be attributable to an oversizing of the device.